Event description:
It was reported that the catheter was being placed for a thoracic epidural. When they went to use the catheter it was apparently severed. The clinician stated that they did not reposition the catheter so they do not understand why it was broken. On (B)(6) 2012 - f/u info states the physician in the operating room who placed the catheter started to infuse through the epidural and noticed after a few mins of infusion that the catheter was leaking. When they inspected the catheter further, the physician discovered that the catheter was severed about 6 - 7cm from the snaplock adapter. They were able to remove the piece in the pt with no difficulty, however, the pt did not receive their epidural block because they were not able to insert another catheter due to the fact that the pt was in surgery when the broken catheter was discovered. The pain was managed using other products. There was a delay in treatment, no pt death, and no pt complications were reported. The pt had surgery. Additional info received on (B)(6) 2012 states that the case was a thoracic epidural and the pt was under general anesthesia. The catheter was damaged prior to the surgery being finished so the catheter was pulled at that point. They removed the piece by simply pulling it out, but the account claims it was already severed prior to removal.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.